Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which caused no capture. As a result, the patient experienced syncope, asystole and seizures. The outputs were reprogrammed and the threshold trend continued to rise. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.